Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery before and after a battery change. The customer's blood glucose reading was 400 mg/dl at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and the pump alarmed again and the alarm could not clear. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected and checked the o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests and no leaks, occlusions or air bubbles were noted.